Manufacturer narrative:
(B)(4). The lens was not implanted; therefore, was not explanted. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu instructs that the lens should be thoroughly examined to ensure particles have not become attached to it. As a result of the investigation there is no indication of a product quality deficiency and the customer's reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the physician found white foreign material on two zcb00 intraocular lenses (iols) once he opened the lens cases. One zcb00 is a 22.0 diopter and the other is a 23.5 diopter. No patient injury or involvement was reported. This report is to capture the event related to the 23.5 diopter lens which was reported to be discarded by the physician. A separate MDR is being submitted for the 22.0 diopter lens.